Event description:
It was reported to boston scientific corporation in 2005 that a rx dilatation balloon was used during a procedure performed eleven days prior (patient's gender, age and weight are unknown). According to the complaint, "the balloon ruptured during inflation at the target lesion". The procedure was completed with another product (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined. The device history record for this lot was reviewed; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for this lot.